Event description:
It was reported that when attempting to remove the sensor from the body, the cannula was left inside the skin. It was noted that the customer was unable to remove the cannula and had to go to the doctor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.